Manufacturer narrative:
The additional five proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with six proglide devices was attempted, three in the right common femoral artery (rcfa) and three in the left common femoral artery (lcfa) via a 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with all six proglide devices. The evar procedure was completed and a cut down was performed. The rcfa and lcfa were sutured closed to achieve hemostasis there was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.